Event description:
They moved the pump from the abdomen to the buttocks because the patient requested it. They have now moved the pump to the buttocks and connected the 8709 to an 8578 catheter, when the hcp discovered he "may have left some of the catheter in the abdomen." Caller is asking for how to find out if they did. It was discussed they could use fluoroscopy to find the if the catheter is left in the abdomen. The rep reported that the drug being delivered was 2 mg/ml bupivacaine at 0.1 mg/24hr. The pump did not actually wear through the patient¿s skin, there was only concern that it could be a possibility. The reason the location of the pump being moved is because the patient had lost a large amount of weight and the skin over the pump was very thin and there was concern that the pump could eventually wear through the skin. It was decided that the buttock would be a better location based on tissue. The doctor was insistent that there was a piece of catheter still in the abdomen. He would not take an x-ray to confirm. The pump itself was explanted while the patient was supine. The patient was then placed prone. Once prone, and when he pulled on the catheter, there was resistance and then it came out. He was sure that there was still a piece in the abdomen.

Manufacturer narrative:
Continuation of d10: product ID 8709 lot# serial# ,implanted: (B)(6) 2005, explanted: product type catheter. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Concomitant medical products: product ID: 8709, serial#: (B)(4), implanted: (B)(6) 2005, product type: catheter. Other relevant device(s) are: product ID: 8709, serial/lot #: (B)(4), ubd: 09-jun-2007, UDI#:(B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare professional (hcp) via company rep regarding a patient receiving unknown drugs via intrathecal infusion pump for chronic low back pain, non-malignant pain, and failed back surgery syndrome. It was reported the patient had lost a lot of weight and the pump was "starting to wear through" the patient¿s skin so they opted to move the pump to the back. When trying to pull the catheter from the front to the back it broke and a section was left in the patient. It wasn¿t clear if they were going to remove the segment or not. There were no therapy concerns. It was stated that ~3 cm of the catheter was remaining out of the spinal segment before the markings. It was reviewed that there are 20, 1-cm markings and ~10.5 cm before the markings, so remaining catheter would be ~30.5 cm. A new catheter segment was added for a total of ~38.1 cm.